Manufacturer narrative:
B3. Date of event was estimated.

Event description:
It was reported that the fiber broke when connecting the fiber to the console after the console was already powered on. Boston scientific has been unable to obtain additional information regarding patient or procedure outcome, despite good faith efforts.

Event description:
It was reported that the fiber broke when connecting the fiber to the console after the console was already powered on. Boston scientific has been unable to obtain additional information regarding patient or procedure outcome, despite good faith efforts.